Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2024. On (B)(6)2024, the patient was experiencing dry mouth, a headache, and diaphoresis. The patient's cgm was giving a low cgm reading (no specific value was provided). No bg meter comparison was taken as the patient does not have a bg meter. Later that evening, the patient's cgm was reading low mgdl, therefore, the patient's husband brought the patient to the emergency room (ER). At the ER, the patient's bg meter was reading 587 mgdl while the cgm was reading low mgdl. The patient was admitted to the intensive care unit (ICU) and was treated with an intravenous (IV) insulin drip and potassium. The patient was discharged 2 days later. No other patient or event information was provided. Data was evaluated and the allegation was undetermined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).